Event description:
It was reported by dealer that the front riggings are seized up on the tdxsp power chair. No end user injury, dealer states that the chair is used outdoors. No other information provided, dealer hung up.